Event description:
It was found through a decoder review that there was high impedance found during the 24 hr check performed by the device in which normal impedance was obtained after. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for sentiva generator compared to those reported by previous generator models. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. This event of high impedance may be related to this firmware change, but this has not been confirmed to date. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. No surgical intervention has been reported to date. No additional relevant information has been received to date.